Manufacturer narrative:
The issue was resolved after the bulb was replaced. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the main lamp of the xenon light source did not ignite, but the spare lamp does work, (or either lamp a or lamp b did not work). It was reported that the issue occurred during preparation for use for a diagnostic colonoscopy procedure. The patient was not yet under anesthesia. The procedure was completed with a different tower. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the main lamp did not ignite due to the faulty main lamp. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.